Manufacturer narrative:
The report of low flow alarms, low speed operations and a pump stoppage while the system was connected to the power module patient cable was confirmed based on the evaluation of the submitted system controller log file; however, a specific cause for the events could not be conclusively determined. Based on our complaint history and similarly reported events, the events captured in the log file could have been potentially consistent with a compromised wire in the patient's driveline; however, suspected driveline wire damage could not be confirmed based on the evaluation of the returned driveline. Approximately 18 inches of the external portion/distal end of the driveline was returned. Rescue tape was present from approximately 1 to 3 inches from the metal connector. Damage to the outer jacket was identified underneath the tape. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts prior to removing the bionate layer. No damage to the bionate layer was observed. Minor breakdown of the metal shielding was identified throughout the driveline. Visual inspection of the wires found no fractures or breaches. The driveline was submerged in a saline bath for high-potential testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the wires that would have resulted in an electrical short. The evaluation could not confirm the location of the suspected wire issue. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 5 months.  The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was admitted to the hospital after the system controller produced low flow alarms. It was reported that the patient was asymptomatic. Log file analysis completed by the manufacturer¿s technical services representative revealed multiple low speed advisories, low flow alarms and a pump stoppage event. X-ray images revealed areas of concern on portions of the driveline, both internal and external to the patient. On (B)(6) 2017, a percutaneous lead (driveline) replacement was performed, and the device passed all tests post-replacement. No additional information was provided.